Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 627451) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney disorder and chlamydial infection. Previously administered products included for birth control: depo-provera shot in 2008. Concurrent conditions included irregular menstrual cycle, dysfunctional uterine bleeding, amenorrhea, asthma, anemia, hypoalbuminemia, edema, peripheral swelling, malaise, hypertension, uterine leiomyoma, cholecystectomy and removal of kidney stone. Concomitant products included ibuprofen. In 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding(vaginal)"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea(cramping)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2009, the patient experienced urinary tract infection ("infection: urinary tract") and vaginal infection ("infection:vaginal") with vaginal discharge. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), dysgeusia ("a metallic taste in her mouth"), cystitis ("infection: bladder") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with hydrocodone and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, dysgeusia, cystitis, menorrhagia, bacterial vaginosis, urinary tract infection and vaginal infection had resolved and the feeling abnormal outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, cystitis, dysgeusia, dysmenorrhoea, feeling abnormal, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient sought treatment for her symptoms. Discrepancy noted as per pfs, previously date of insertion reported as 2008, now in current pfs(28-mar-19), reported as: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion(as per pfs). Most recent follow-up information incorporated above includes: on 28-mar-2019: pfs received. Lot number was added. Date of removal was updated. Reporter's information added. Ethnicity was added. Event onset date was updated. Medical history, historical drug, concomitant conditions, treatment drug were added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. In 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), dysgeusia ("a metallic taste in her mouth"), cystitis ("infection: bladder"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("infection: urinary tract") and vaginal infection ("infection:vaginal") with vaginal discharge. The patient was treated with surgery (underwent procedure to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, dysgeusia, cystitis, menorrhagia, bacterial vaginosis, urinary tract infection and vaginal infection had resolved and the feeling abnormal outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, cystitis, dysgeusia, dysmenorrhoea, feeling abnormal, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient¿s demographics added. Essure indication updated. New event abnormal bleeding (menorrhagia) and bacterial vaginosis were added. Infection nos updated to infection: urinary tract, infection: vaginal with vaginal discharge, infection: bladder were added. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 627451) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney disorder and chlamydial infection. Previously administered products included for birth control: depo-provera shot in 2008. Concurrent conditions included irregular menstrual cycle, dysfunctional uterine bleeding, amenorrhea, asthma, anemia, hypoalbuminemia, edema, peripheral swelling, malaise, hypertension, uterine leiomyoma, cholecystectomy and removal of kidney stone. Concomitant products included ibuprofen. In 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding(vaginal)"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea(cramping)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2009, the patient experienced urinary tract infection ("infection: urinary tract") and vaginal infection ("infection:vaginal") with vaginal discharge. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), dysgeusia ("a metallic taste in her mouth"), cystitis ("infection: bladder") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with hydrocodone and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, dysgeusia, cystitis, menorrhagia, bacterial vaginosis, urinary tract infection and vaginal infection had resolved and the feeling abnormal outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, cystitis, dysgeusia, dysmenorrhoea, feeling abnormal, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient sought treatment for her symptoms. Discrepancy noted as per pfs, previously date of insertion reported as 2008, now in current pfs (B)(6) 2019), reported as :(B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion(as per pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), dysgeusia ("a metallic taste in her mouth") and infection ("infections"). The patient was treated with surgery (underwent procedure to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, feeling abnormal, dysgeusia and infection outcome was unknown. The reporter considered abdominal pain, dysgeusia, dysmenorrhoea, feeling abnormal, infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.